Event description:
Contact reported that the ceramic tip of the electrode was broken off during use. The fragment was located and retrieved. Situation did not result in patient injury. If this was to recur and the fragment not retrieved, it is not possible that patient injury could potentially occur.